Event description:
It was reported that during a lap hernia procedure, the device deployed the clips in a criss/cross fashion. Same issue with 2 devices, third same like device performed correctly.

Manufacturer narrative:
Instrument b: exp date: 9/18/2012; MFR date: 10/18/07. Malformed clips. Eval summary: the er420 instrument (a) was returned in good visual condition. The instrument was cycled, fed, and formed the remaining clis within manufacturing requirements when tested. The instrument was fully functional and conforming to manufacturing requirements. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. The analysis results confirmed that the er420 device (b) was received with the jaws misalingned causing the clips to be scissored and making the instrument non-functional. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. Although it is not possible to conclude how the circumstances occurred, it is known from the history of the instrument that an incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips. In addition, as per the instructions for use "do not excessively twist or torque the instrument jaws when positioning the instrument on a vessel and firing. Excessive twisting or torque may result in clip malformation." We have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.